Event description:
Pt developed central corneal ulcer after wearing lenses continuously for 4 weeks. (Severe). Pt placed on aggressive topical antibiotics - left with small scar and mildly decreased vision 20/30 at this time.